Event description:
Consumer called to report high readings. Ran a test against a lab read. Analysis run on consensus error grid using lab reading (121) as reference point vs. Bd readings (279) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.